Manufacturer narrative:
Device has been evaluated but not yet repaired pending the customer's approval of the service estimate.

Event description:
The manufacturer received information alleging a ventilator would not pass service testing. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's active exhalation control module needs to be replaced to address the issue.